Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around nine years and seven months later, computed tomography of abdomen was revealed that right lateral struts protruded beyond the wall of the inferior vena cava as much as 3 mm, lateral posterior struts protruded approximately 2 mm beyond the inferior vena cava wall and other struts appeared confined to the inferior vena cava wall. Therefore, the investigation is confirmed for perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time, post filter deployment, it was alleged that the filter struts perforated, the device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombosis and reportedly experienced abdominal pain; however, the current status of the patient is unknown.